Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular - rv lead exhibited variable capture. An x-ray was performed and the rv lead was found to be dislodged. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.